Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 3006705815-2019-04094. It was reported that felt a jolt and no longer had pain relief. An abbott rep met with the patient to run diagnostics and discovered that the patient has high impedances in contacts 2 and 6 of one of the leads. Troubleshooting has been attempted but remained unsuccessful. As a result, surgical intervention may take place to address this issue. This patient is enrolled in a clinical study.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein one of the two leads was explanted and replaced. Postoperatively, therapy has been restored. It is unknown which lead was explanted, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.